Manufacturer narrative:
D10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated the axium prime pushwire was returned without implant coil or catheter returned with the pushwire. The proximal portion of the pushwire appeared to be broken along with the actuator interface (ai), coupler tube, positive load indicator and break indicator were missing and not returned. In addition, the distal portion of the pushwire also found to be separated along with the coin, lumen stop, retainer ring, shield coil and implant coil were missing and not returned. Kinks and bends were found along the length of the pushwire. No other anomalies were observed. Based on the analysis performed, the axium prime coil was confirmed to have coil premature detachment. The root cause could not be determined as the pushwire was returned with the implant coil already detached. In addition, the distal and proximal portions of the pushwire were also found to be separated. Since the ai, coupler tube, positive load indicator, break indicator, coin, lumen stop, retainer ring and implant coil were not returned; any contribution of the ai, coupler tube, positive load indicator, break indicator, coin, lumen stop, retainer ring and implant coil to the "premature-detachment" issue could not be determined. The pusher was bent and kinked along its length, indicative of high tortuosity. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The implant coil will not be returned as it was lost; however, the pushwire is expected to be return. Upon receipt of the device, a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this axium prime coil detached prematurely during the procedure. The physician removed whole system (microcatheter and coil) from the patient. The patient underwent embolization treatment for a small unruptured saccular anterior communicating artery (ica) aneurysm, measuring 3mm. There were not any patient symptoms or complications associated with this event. The vessel was observed moderately tortuous. No patient injury was reported. Reported device and any accessory devices were prepared as indicated in the IFU. The implant coil lost